Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced right-sided capsular contracture (grade unknown) and surgical intervention postoperatively. Shortly after the implantation surgery, the patient experienced right-sided capsular contracture. As a result, the patient¿s surgeon performed an unspecified surgical intervention on the right breast in june, 2015. The patient stated that she does not recall what procedure was performed at the surgical intervention. However, shortly after the surgical intervention, the patient experienced recurrence of right-sided capsular contracture. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was estimated as (B)(6) 2014 based on available information.

Manufacturer narrative:
On 20-jan-2021, mentor received additional information regarding the diagnosis of capsular contracture. The diagnosis of right-sided capsular contracture was confirmed by a healthcare professional. Manufacturer's reference number: (B)(4).